Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: the weight the device within specification and three striated openings on anterior. A microscopic analysis was performed which identified: three striated openings on anterior and non-penetrating nick striated on anterior. Based on the device analysis the final assessment is: - three striated openings on anterior assessed as surgical damage consist in the use of some surgical tool. - nick striated on anterior assessed as surgical tool scratch like.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device has been explanted.